Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the lot number informed does not correspond to the item received. Therefore, the lot number was not considered. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Event description:
(B)(4) ¿ the dentist reported that almost 4 months after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. Moreover, the patient presented bone type IV.